Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient has always done well with their implant system and they've gotten pain relief but they've always had nagging low back pain on their right side that hasn't gone completely away. Caller stated patient is programmed on both leads and gets stimulation on the right side with pain relief, it's just never been as good as on the left. Caller stated that patient recently underwent a spinal surgery as their surgeon believed patient's disease was progressing. Following the spinal surgery, patient got a hematoma (related to the spinal surgery not to scs) and today, surgeon is in the or with the patient to release the hematoma and clean up the area. While in the procedure, surgeon called caller to notify them that on imaging, they saw that, near the lead insertion site (around l2), part of the right lead swings out to the "gutter" (laterally) and then comes back midline and electrodes are midline. Caller stated current imaging was compared with imaging from implant and the lead has always been this way. Surgeon asked caller if this swinging/bowing out of the lead could be why the patient isn't getting complete relief on their right side. The caller was not with the patient. The caller was redirected to submit request with medical affairs as we wouldn't have any specific labeling or information that would speak to this situation or how to proceed. Caller stated surgeon asked about removing, or partially removing, the lead to see if that helps right sided pain. Technical services specialist (tss) reviewed we would recommend explanting the lead entirely and that partial components would affect MRI eligibility but any decision is up to the physician. Caller stated they've seen this type of positioning with the lead before and some physicians choose to remove lead and start over while others find it acceptable as long as the electrodes end up midline. Caller stated they've had patients in the past who wake up from implant proce dure and they are in excruciating pain and clearly something is wrong with the lead(s) and they need to be removed but this situation is not like that. Caller confirmed these events have been reported and they called tss for at least one of the events. Patient has never reported any specific issues nor any new pain and don't want to have system explanted since it provides benefit.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# (B)(4), and product type: lead. Product ID: 977a260, serial# (B)(4). Implanted: (B)(6) 2017, product type: lead. Suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-feb-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-feb-2021, and UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was getting pain relief. The patient had significant pain relief but always said it was not as much relief on right side. The patient¿s anatomy didn't allow the doctor to pull the lead straight up midline so he allowed it to swing out just a little towards the gutter then it went up to midline around t12 and all the way up to t8 it stayed at midline. No actions were taken yet as they were waiting to see if the other back surgery resolved the issue, if it didn't the surgeon was going to pull the lead out.

Manufacturer narrative:
Continuation of d10: product ID 977a260; serial# (B)(6); product type lead; product ID 977a260; serial# (B)(6); implanted: (B)(6) 2017; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.